Event description:
The patient's mother reported on (B)(6) 2014 her daughter's blood glucose, carbohydrate intake and insulin history is as follows: at 9:36 pm she took her to the emergency room. Upon arrival her bg was reading 250 mg/dl and she was placed on an intravenous drip. They performed blood & urine tests and all the results came back normal. After the first bag of fluids her bg was 230 mg/dl and they placed her on the second bag. At 12:37 pm the pod was deactivated and she was released from the ER.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.